Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable lead displayed a loss of capture and undersensing one day post implant. An invasive revision procedure was performed during which the lead was repositioned further in the right ventricular apex. After repositioning the lead displayed good lead diagnostics. No adverse patient effects were reported. The lead remains in service.